Event description:
Failure code 570 was found during service. The hospital representative stated that there have been no reports of any patient incident involving this pump since the last baxter service event.